Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported customer was hospitalized with high blood glucose of 700 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin as well as injection. Troubleshooting for high blood glucose was declined.